Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a data acquisition (da) pcba adc failed vent inop occurrence. No patient involvement was reported.

Manufacturer narrative:
The customer returned da to mc cable was installed in an fi test ventilator. The ventilator was started and power cycled every 30 seconds for 3 hours. The da to mc cable was flexed during power cycling. No errors occurred and no failure was found.

Manufacturer narrative:
Follow up indicated the device is out of warranty, the customer was advised to replace the data acquisition to motor controller cable. The customer was left to effect repair. No further detail available.